Manufacturer narrative:
A tear was found in the exposed portion of the soft cannula. Upon rotating the ratchet gear, fluid was observed exiting the tear, the customer did not provide information on the appearance of the cannula after removal and did not report any leakage. It could not be determined how the cannula was damaged. The downloaded data returned an alarm, indicating a communication error occurred while the pod was waiting for input from the pdm (personal diabetes manager). Investigation found no damages or defects that would contribute to a communication error. A root cause of the alarm could not be determined. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 495 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). Patient changed the ratio from 1 to 0.7. As treatment, patient treated the high bg levels by administering corrections and was still wearing the pod at the time of the call.